Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00435.

Event description:
The patient was undergoing a coil embolization procedure to treat a splenic artery bleed using ruby coils. During the procedure, while attempting to place a ruby coil into the target vessel using a non-penumbra microcatheter, the physician noticed the ruby coil would not take its intended shape and therefore the physician decided to remove the ruby coil. However, upon removal, the ruby coil detached outside of the patient¿s body. The physician then advanced a new ruby coil into the target vessel; however, the ruby coil was oversized, and the physician decided to retract it. While retracting the ruby coil, it unintentionally detached and became stuck inside of the microcatheter. Therefore, the microcatheter containing the ruby coil was removed. The procedure was completed using additional ruby coils and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.